Manufacturer narrative:
Initial reporter address is (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated peritoneal dialysis (pd) set w/cassette was leaking from an unspecified location. The leak was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a crack on the female shrouded connector in one supply line. An underwater pressure test was also performed and a leak was observed from the crack female shrouded connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.